Manufacturer narrative:
Film review summary: internal film review: review of a pre-implant CT-3d film report ((B)(6) 2015) revealed that the patient had a 58 mm max diameter infrarenal aaa. The neck diameter just below the renal arteries measured 24 mm, and ranged in diameter from 22.5 ¿ 25.1 mm along the 25 mm length neck. Irregular thrombus was present, there was no appreciable calcification, and the infrarenal neck was moderately angulated ~60 deg lt-rt and 45 deg a-p. The maximum suprarenal angulation measured ~40 deg p-a. The distal aortic diameter was 20 mm and calcified. No appreciable calcification was observed with the common iliacs; the left iliac artery was moderately tortuous. The right common iliac artery diameter ranged from 10 ¿ 12 mm, and the left common iliac diameter ranged from 11 ¿ 14 ¿ 10 mm. Review of CT¿s from 26 months post-implant ((B)(6) 2017) revealed that an endurant ii stent graft system had been implanted in the patient. The bifurcate was positioned ~5 mm below the lowest right renal artery. The bifurcate proximal od measured ~27 x 29 mm. The aortic neck just below that location measured ~34 mm and there was a likely proximal type I endoleak seen along the posterior wall. The max diameter aaa measured 72 mm. The essentially straight aortic body was angulated ~60 deg a-p <(><<)>(><(>&<)><(><<)>)> 45 deg lt-rt relative to the distal aorta. The bifurcate ipsi limb was seen positioned down into the right common iliac artery, and the contra limb was implanted from the flow divider down into the left common iliac artery. The stent grafts were patent. Other than moderate contra limb angulation at the left iliac limb origin, the stent grafts were not kinked or compressed. Review of angiograms during an intervention 28 months post-implant ((B)(6) 2017) showed that 6 endoanchors were implanted around the perimeter of the proximal 1 cm length of bifurcate. Angio injection from above the level of the suprarenal stents showed a likely proximal type I endoleak from just below the level of the left renal artery. An endurant aortic cuff was then seen having been deployed 10 ¿ 15 mm above the bifurcate; images during advancement and deployment of the cuff were not seen. The next image showed that the delivery system spindle was near the level of the bifurcate suprarenal stents, and the tip/sleeve had not yet been recaptured and was positioned just above the cuff suprarenal stents. A balloon was then seen inflated within the cuff and bifurcate in an attempt to free the reportedly stuck delivery system. However, little movement of the spindle was observed following ballooning. Final images showed that several of the cuff suprarenal stents appeared to have entangled and/or had been partially pulled down and the uncombined cuff delivery system was still stuck. Several returned photographs during the surgical conversion confirmed that the aortic cuff spindle had become entangled with the suprarenal stents. No clear cause of the entanglement could be determined from the photographs. The cause of the events could not be determined from the films provided. Pre-implant CT¿s revealed that the proximal neck contained irregular thrombus and there was moderate infrarenal neck angulation, that may have contributed to the proximal type I endoleak. CT¿s from 26 months post-implant revealed that an endurant bifurcate proximal od measured ~27 x 29 mm. The aortic neck just below that location measured ~34 mm and there was a likely proximal type I endoleak seen along the posterior wall. The infrarenal neck was angulated ~60 deg a-p <(><<)>(><(>&<)><(><<)>)> 45 deg lt-rt relative to the distal aorta. Angiograms during an intervention 28 months post-implant confirmed that 6 endoanchors were implanted around the perimeter of the proximal 1 cm length of bifurcate, and angio injection showed a likely proximal type I endoleak from just below the level of the left renal artery. An endurant aortic cuff was then seen having been deployed 10 ¿ 15 mm above the bifurcate. The films showed that the delivery system spindle was near the level of the bifurcate suprarenal stents, and the uncaptured tip/sleeve was positioned just above the cuff suprarenal stents. A balloon was then seen inflated within the cuff and bifurcate in an attempt to free the reportedly stuck delivery system. However, little movement of the spindle was observed following ballooning. Final images showed that several of the cuff suprarenal stents appeared to have entangled and/or had been partially pulled down and the uncombined cuff delivery system was still stuck in the same location. Several returned photographs during the surgical conversion also confirmed that the aortic cuff spindle had become entangled with the suprarenal stents. No clear cause of the aortic cuff delivery system removal difficulties could be determined from the films and photograph¿s provided. Images during advancement and deployment of the aortic cuff were not seen. It is unclear if patient anatomy (angulated neck) or procedural issues may have led to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58mm diameter abdominal aortic aneurysm. The aortic neck was 25mm in length, 24-25mm in diameter it was reported that there was a type ia during the implant procedure (index) and ballooning was performed. The endoleak was resolved. A cta showed there was a type ia endoleak and the aneurysm was 76mm in diameter. Endoanchors were implanted in the endurant bifurcated stent graft. Then a 32/32/49 endurant cuff was implanted; however, the spindle was in the outer curve of the aorta and was fixated/stuck. Several attempts to remove the delivery system were made including, rotation of the delivery system, then the stiff wire was removed, ballooning, advancing the sheath, but this was unsuccessful. It appeared that one of the supra-renal stent struts was caught in the delivery system spindle. As the delivery system was rotated the proximal part of the stent graft collapsed, became dislocated and was now above the renal and superior mesenteric arteries. The decision was made to convert to an open surgical procedure. The procedure was long with additional complications and there was 8 liters of blood loss. The patient expired in the ICU after the open surgery. The physician has not provided an opinion on the cause of the event. No additional clinical sequelae were reported.